Event description:
In 2009, the patient reported he had an air bubble in the insulin cartridge of his infusion device yesterday which resulted in elevated blood glucose readings. He stated his last reading was taken about 1 hour ago and measured 341 mg/dl with his normal range being 75-125 mg/dl. He treated his reading by bolusing 9 units of insulin through his infusion device. The patient stated he tried to prime out the air bubble prior to the call but was unable to do so after priming 17 units. He declined to prime it out while on the call stating the air bubble was staying "at the top on the side of the cartridge" and that he did not wish to use more insulin. He said that air bubbles typically develop 2 days after a cartridge change. Additional training was scheduled. On follow up with the patient, he stated his blood glucose has returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.